Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer stated over filling was witnessed today with products 363083 and 363080. She has a recall letter from (B)(6) on product 363083 but not sure if these tubes are included since it was from last year. She has no specific occurrences. No exposure to blood, no erroneous results."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer stated over filling was witnessed today with products 363083 and 363080. She has a recall letter from 2018 on product 363083 but not sure if these tubes are included since it was from last year. She has no specific occurrences. No exposure to blood, no erroneous results."